Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay0638 showed one other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
Facility reported to the sales rep that the PICC was placed and 4cm was added 39cm/0 cm thinking the added length would keep it in place. The next am, PICC was not working. Cxr showed PICC back in proximal svc. Ir ended up putting in a tunneled ij. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the PICC malposition within the arm was inconclusive due to the sample condition. One radiographic image was provided for investigation. The image was labeled ¿right¿ and showed what appeared to be a PICC in the upper arm area. The image provided a point of view that made the catheter appear folded back on itself in two locations. Each section that appeared to be folded back on itself exhibited varying contrast and brightness. The depth and radius of curvature of the catheter in this region was indiscernible. The catheter tip was not visible in the provided image. Based on the evidence provided for investigation, the complaint is inconclusive. No other similar complaints with this lot were reported from other facilities. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. Potential contributing factors include insertion technique, patient anatomy, and patient movement. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reay0638 showed one other similar product complaint(s) from this lot number

Event description:
Facility reported to the sales rep that the PICC was placed and 4cm was added 39cm/0 cm thinking the added length would keep it in place. The next am, PICC was not working. Cxr showed PICC back in proximal svc. Ir ended up putting in a tunneled ij. No patient injury was reported.